Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
One of the parts of the head became loose and was almost swallowed during brushing [device breakage]. No adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via e-mail on (B)(6) 2016 that while using an oral-b rechargeable toothbrush, version unknown, one of the parts of the oral-b power oral care refills dual action became loose and was almost swallowed. The consumer stated this type of problem had never happened before, and he thought it was unusual. No symptoms developed.